Event description:
It was reported that interrogation of the device at the end of a series of radiotherapy treatments showed that an electrical reset of the device had occurred. It was indicated that the programmer indicated that diagnostic data was unavailable and that programmed settings were successfully restored. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).